Event description:
It has been reported that the ventilation tube has become detached from the ventilator connection several times during ventilation. In this case, this resulted in a loss of peep and the ventilation gas containing the supplied no escaped into the environment. No health consequences for patients or users have been reported.

Manufacturer narrative:
The investigation was carried out based on the information reported. After consultation with the customer, it was determined that the user had performed no-therapy with a fisher&paykel hose system. This has not been tested or approved by dräger in this form and is therefore not considered a malfunction of the product. Further information on the loose ventilation tubing was not available, which meant that a reconstruction of the problem was not possible. The device's safety concept provides that the software monitors the device's function to ensure it is working correctly. If the safety software detects a leak or disconnection in the ventilation system, a visual alarm message is displayed on the screen and an acoustic alarm is issued to inform the user. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and no device malfunction occurred.

Event description:
It has been reported that the ventilation tube has become detached from the ventilator connection several times during ventilation. In this case, this resulted in a loss of peep and the ventilation gas containing the supplied no escaped into the environment. No health consequences for patients or users have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us. We will reiterate with the customer on this. If this attempt leads to an UDI, we will add it in the follow-up report.